Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with cefazolin and gentamicin intraperitoneally (ip) for three weeks (dosage and the frequency was not specified). At the time of this report, the antibiotic treatments were ongoing, dianeal therapy was ongoing and the patient was recovering from the peritonitis event. No additional information is available.